Manufacturer narrative:
H.6. Investigation: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received n1 positive and n2 negative on a sample and then both were negative on a resample. Field service was not dispatched. Application specialist recommended that a negative result can be accepted, but the decision is to be made based on the patient background. Application specialist explained that the potential cause of the initial n1 positive is from nonspecific reaction or small viral load being detected. No parts were returned to bd for investigation. Complaint is unconfirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. " the first time, n1 is positive. N2 is negative. The second time, both are negative. Became. How should I make a decision? I want to know if I should inspect it for the third time."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The first time, n1 is positive. N2 is negative. The second time, both are negative. Became. How should I make a decision? I want to know if I should inspect it for the third time."